Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation device. It was reported that when turning on the image acquisition system (ias), the system stated booting please wait. It stayed like that for 10 minutes. Troubleshooting involved disconnecting the umbilical cord and restarting the ias. Once the ias was rebooted and the umbilical cord was connected, a standalone error occurred. The umbilical cord was disconnected and reconnected with no change. The mobile view station (mvs) was rebooted while the umbilical cord was disconnected. The system remained in standalone mode. The ias and the mvs were then both restarted with the umbilical cord connected.